Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a calibration issue, the stylus was noted to be defective. It was additionally noted that there were errors in the update history, the printer was no longer printing properly and the fan was noisy. The stylus, printer and fan were replaced, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a calibration issue and that changing out the pen did not resolve it. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.